Event description:
The following has been reported: "the device has apparently administered the drug too quickly - it has been involved in a patient incident. Our mdso has had a look at the event log, and she has come across some discrepancies also which she wants looking into. The engineer who was in at the time to service the devices in our trust, has said the pump serviced fine, but we are not happy to put this back into use until a full investigation has been done to prove the devices safety." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.